Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that multiple ventricular tachycardia episodes were misdiagnosed as supraventricular tachycardia episodes due to incorrect programming set by the physician. These episodes were inappropriately treated with anti-tachycardia pacing and high voltage therapy. The device was reprogrammed and there were no allegations of device malfunction. The patient was in stable condition.